Manufacturer narrative:
It was determined that the microcatheter was a prowler select plus on (B)(4) 2014. No additional information could be obtained, including lot number and patient age, gender or medical history. (B)(4). Complaint conclusion: the microcatheter was not returned for analysis. In addition, since the sterile lot number was not provided, a review of the manufacturing documentation related to the lot could not be performed. The reported resistance between the enterprise and the prowler select plus was not confirmed, since the functional analysis of the enterprise was performed successfully using a lab sample and no anomalies were noted during the functional analysis, and the prowler select plus was not returned for analysis. The cause of the event experienced by the customer could not be conclusively determined. However, procedural/handling factors might have contributed to those issues. Based on the information provided, there was no evidence of a manufacturing issue related to the prowler select plus. The enterprise did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is an initial/final MDR. This is 1 of 2 mdrs being submitted for this complaint with associated manufacture report numbers of 1058196-2014-00245 and 1058196-2014-00274.

Event description:
The surgeon felt friction when he advanced the enterprise stent (enc451412/10324295) slowly via the prowler select plus microcatheter (catalog # 606s255x, lot unk). The surgeon removed the whole unit and tried to advance the enterprise out of the patient¿s body, but had same problem. The surgeon had to change to a new stent to complete the procedure. It was reported that the devices did not appear damaged and the microcatheter had not been reshaped. A continuous flush had been maintained through the microcatheter. There was no patient adverse event